Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the lumen and balloon. Microscopic investigation of the balloon revealed a longitudinal burst 11 mm long. The reported information indicates the device was inflated to 10atm; therefore, there is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). After a 6f sheath was inserted to the common femoral artery (cfa) and a non-bsc guide wire crossed the lesion, a 4mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). After a 6f sheath was inserted to the common femoral artery (cfa) and a non-bsc guide wire crossed the lesion, a 4mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.